Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that during an external ventricular drain (evd) placement, the system displayed, "localizer not connected." The surgeon opted to abort the entire procedure. The procedure was aborted during patient registration prior to any incision. There was no reported delay to the procedure due to this issue. There was no known reported impact on patient outcome. The patient was in an intensive care unit (ICU) bed procedure. There was no general anesthesia used, just a standard sedative. While onsite, the manufacturer representative (rep) could not replicate the issue with either the flat or side emitter. Only the breakout box was plugged in when the rep went to troubleshoot the system.

Manufacturer narrative:
H2: additional information added to b5. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), ubd: unknown, UDI#: unknown h6: img code updated to g02026 to reflect the reported concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the site spoke to a manufacturer representative (rep) and found that the system was literally not plugged in.